Event description:
It was reported that the customer had blood glucose levels 459mg/dl. Ot was also reported that the customer was unable to remove the battery cap. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.